Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous lesion in the proximal right coronary artery (prca). A 014 ht bmw elite guide wire (gw) was being advanced through the guide catheter when resistance was felt between the guide wire and the guide catheter. The guide wire was removed and once outside the patient anatomy, segments of the guide wire felt and looked like it had been shaved. Imaging showed no guide wire coating in the anatomy and no foreign material was removed from the patient. A new bmw guide wire was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported difficult to advance was confirmed. The reported peeled/delaminated could not be confirmed; however, it is possible that the scratched teflon coating noted during return analysis may have been inadvertently noted as peeled/delaminated. The reported difficult to remove could not be tested as it was based on operational context. Additionally, it was noted that coils were misaligned, teflon was scratched and solder was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. In this case, it is possible that inadvertent damage to the guide wire, such as the misaligned coils noted during return analysis, may have contributed to an interaction between the guide wire and guide catheter, resulting in the reported difficult to advance and subsequent difficult to remove. Manipulation of the guide wire during its interaction with the guide catheter may have contributed to the noted scratched teflon and material separation (solder); however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.